Event description:
The rnfa was suturing a trocar site closed. Upon placing the needle in the skin, the needle broke while in the patient's tissue. An x-ray was ordered, and the physician successfully identified and removed the broken needle from the patient's tissue.